Manufacturer narrative:
A service engineer (se) inspected the device and replaced the power supply to resolve the issue. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator had an inoperable battery and the ventilator was reported to have "died" during transport. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Evaluation summary: the condor power supply was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.